Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and the customer was using cold insulin and using the supplies for 3-5 days. Tts informed the customer that cold insulin and using the supplies for 3-5 days is off label per the tandem user guide. Customer changed the pump supplies to address the issue. Customer's blood glucose level was 132 mg/dl.